Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for non-malignant pain. It was reported that during a pump refill, a reserv oir volume discrepancy was noted: irv - 6.1 ml, arv ¿ 14 ml. No changes to pain control reported; plan to closely monitor. No further diagnostics or interventions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient was microdosing thc. The issue was reported as resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during the pump refill the patient noted fluctuating pain control. Following reservoir discrepancy was also revealed: irv - 5.9 ml, arv - 9 ml. The pump was refilled with increased concentration of hydromorphone to allow for increased dose of hydromorphone and decreased dose of bupivacaine. On (B)(6) 2025 the it rate was increased in effort to achieve improved pain control, post appointment the patient reported persistent pain by phone. A MRI was performed on the patient's (left hip and fibia), an MRI of lumbar and thoracic spine was ordered. Reservoir volume during refill was within normal limits: irv - 4.9 ml, arv - 6 ml. No action taken though patient does express interest in device explant.